Manufacturer narrative:
Insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Insulin pump passed the displacement test. No missing reservoir retainer, no missing reservoir tube o-ring or broken reservoir compartment was found during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir retainer came off and o ring on the reservoir was off the insulin pump. Customer¿s blood glucose level was 108 mg/dl. Customer was replacing insulin pump due to damage on the reservoir compartment. The insulin pump will be returned for analysis.